Event description:
It was reported that vessel closure occurred. Vascular access was obtained via the right radial artery. The >85% stenosed diffuse target lesion was located in the mid left anterior descending (lad) artery. The left main (lm) artery was engaged with a 6fr non-bsc 3.5 guide catheter. After a non-bsc guide wire was crossed in the mid lad, pre-dilatation was then performed with a 1.5x6mm and 2x10mm balloon catheters. Subsequently, a 32x2.50mm synergy¿ stent was deployed to treat the lesion followed by post-dilatation with a 3x12mm nc balloon catheter. However, final angiography revealed that the diagonals were closed. The patient was under observation. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).